Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator was noted with intermittent post-paced t-wave oversensing. No inappropriate therapies were delivered as a result of the oversensing. No further episodes were recorded since (B)(6) 2020. Pseudo-pseudo fusion was also noted. Programming changes were recommended. Patient was stable.